Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to a distributor, the customer reported that the device was not working after a few activations. No patient injury occurred and another device was used to continue the procedure. During investigation of the returned device, the device jaw was found bent and is missing a piece of a mold plastic.